Event description:
It was reported that at 530,000 joules and 55 minutes of use during a photo-selective vaporization of the prostate (pvp)procedure, the laser fiber broke due to a defect. The procedure was completed using another fiber. There was no patient outcome or injury reported as a result of the event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify the reported a fiber break. The glass cap bevel edge and metal cap were found to not be aligned. The glass cap was found to rotate within metal cap and exhibited severe devitrification at the output window. The metal cap exhibited severe charred detritus adhesion on surface and melting on output window/metal cap. The outer flow tubing open end exhibited minor scratch marks. Based on the device analysis, the product complaint of fiber break could not be confirmed, however, glue failure was observed. Based on the observed glass cap bevel edge and metal cap misalignment due to glue failure, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap bevel edge and metal cap misalignment . The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance

Event description:
It was reported that at 530,000 joules and 55 minutes of use during a photo-selective vaporization of the prostate (pvp)procedure, the laser fiber broke due to a defect. The procedure was completed using another fiber. There was no patient outcome or injury reported as a result of the event.